Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "it has failed to clip. Type of the fault: when I close the jaws in order to put the clip, the clip has been with ring/grammer shaper, I can not remove it, the clip do not made its function."